Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 was not forming clips completely. Another er320 device was used to complete the case. There was no consequence to the pt.